Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# e58035, product type: accessory. Other relevant device(s) are: product ID: 8591-38, serial/lot #: (B)(4), ubd: 30-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving saline "20cc 0.9 mg/ml" via an implantable pump. The indications for use were not provided. On (B)(6) 2019 it was reported that during the implant procedure the obturator snapped in half as the physician was attempting to remove it after tunneling and before passing catheter. It was unknown if there were any environmental external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was the remaining portion of obturator was able to removed from passer. The case proceeded as planned. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter passer revealed broken obturator. If information is provided in the future, a supplemental report will be issued.